Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer was hospitalized for high blood glucose escalated to dka. Troubleshooting was performed for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The auto mode on the insulin pump was/was not active and was not automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.